Event description:
It was reported that the patient contacted support stating that no glucose readings were being displayed on the ilet from the dexcom g7, while readings were visible in the dexcom g7 mobile application. Verification of the sensor code was completed, and the patient was guided to switch the cgm selection from g7 to g6 and then back to g7, followed by reentry of the pairing code. After the pairing code was reentered, glucose readings appeared on the ilet. The current blood glucose reading was reported to be 191 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.